Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and resistance with the rhv were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us.

Event description:
It was reported that during an unspecified intervention a 2.5 x 23 mm xience pro stent delivery system (sds) could not be placed in the target lesion. During advancement resistance was felt possibly due to a non-abbott rhv. After retraction of the sds from the anatomy some proximal stent struts were observed to be flared. The physician suspected the rhv to be responsible for the flared stent struts. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.